Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6)2010. During the procedure, the device was cutting extremely slowly. The surgeon was able to complete the procedure using the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4): insufficient drive of disposable: conclusion: the actual device involved in this event was returned for evaluation. The evaluation was unable to duplicate the reported symptom. The unit met test requirements.